Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for no delivery and a motor error during basal and bolus delivery. The blood glucose reading was 2.3 mmol/l. Customer was treated with food and soda. The insulin pump had not been exposed to a strong magnetic field or MRI. The insulin pump was able to be rewound. Nothing further was reported.